Manufacturer narrative:
Analyzer a the cobas c 503 analytical unit's serial number is (B)(6). The creatine kinase reagent lot number is 918559. Analyzer b the cobas c 503 analytical unit serial number was not provided. The creatine kinase reagent lot number is 925242.

Event description:
We received an allegation of questionable results for 2 samples from 1 patient tested for creatine kinase on two cobas c 503 analytical units (analyzer a and analyzer b). Patient sample 1 results from analyzer a: the initial result was 18871 u/l with an invalidating data flag. The first repeat result in the decreased mode was 30879 u/l with an invalidating data flag. The second repeat result was 5253 u/l with an invalidating data flag. The third repeat result was 4433 u/l with an invalidating data flag. The fourth repeat result was 3275 u/l with an invalidating data flag. The fifth repeat result at 1:100 manual dilution was 3548 u/l, with a final calculated result of 354800 u/l. The sixth repeat result in the decreased mode was 31213 u/l with an invalidating data flag. The seventh repeat result at a 1:50 dilution was 32345 u/l with an invalidating data flag. Results from analyzer b: the eighth repeat result at 1:50 manual dilution was 870 u/l with a final calculated result of 43500 u/l. The ninth repeat result was -0.726 with an invalidating data flag. The tenth repeat result at a 1:50 analyzer dilution was 32617 u/l. The reported result was >200000 u/l, based on the result of 354800 u/l. Patient sample 2 results from analyzer a: the initial result was 7835 u/l with an invalidating data flag. The first repeat result in the decreased mode was 27647 u/l with an invalidating data flag. The second repeat result was 6145 u/l with an invalidating data flag. The third repeat result in the decreased mode was 27578 u/l with an invalidating data flag. The fourth repeat result at 1:100 manual dilution was 347 u/l, with a final calculated result of 34700 u/l. Result from analyzer b: the fifth repeat result at 1:50 dilution was 28491 u/l. The reported result was 34700 u/l. An interference is suspected.